Event description:
Customer reported unexpected negative reactions during testing on galileo using capture-r ready-screen, lot w133. Antibodies were missed on several patient samples.

Manufacturer narrative:
Customers returned samples for investigation testing. The reactivity of the s, d,e and c antigens were confirmed on retention capture-r ready- screen (crrs), lot w133. Returned samples were tested on an in-house galileo using retention crrs, lot w133 and by manual tube method. Samples 281185 (anti-s), 295927 (anti-c component) tested negative by both galileo and tube methods. Samples 285250 and 295937 (anti-e component) tested negative on galileo and only demonstrated antibody reactivity at 4 c with the tube method. Sample 296097 (anti-d) tested positive on galileo and negative with tube method. The control sample (281490, ak pool) containing anti-d tested positive on galileo and with the tube method. Sample 282460 (anit-s) was qns for testing.